Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was received for analysis a top foil, an empty labeled winding former and a detached needle of product code vcp344, lot mh2826. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. No suture remnant was observed into the barrel hole and the suture was not received to determine the assignable cause. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the suture was not received, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mh2826 number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke during use. There were no adverse patient consequences reported.